Manufacturer narrative:
Conclusions: a root cause analysis could not be performed as the sample was not returned for evaluation. We were unable to review the device history as a lot number was not provided for this incident. Although no samples were received for investigation, a corrective action has been opened to develop a new alignment fixture that ensures accurate crimping of the needle and stylet, eliminates variations during the manufacturing process and re-certifies operators on the needle/stylet crimping process.

Event description:
The needle separated from the stylet during activation. There was no harm to the pt and no additional information available.